Event description:
When checking the blood glucose monitoring device memory, rptr did not see certain values. Reporter stated taking a reading of 187 or 177 mg/dl around 8-8:30am however when reviewing the memory was only able to see a result of 54mg/dl at 6:52am. Reporter also indicated that at 12pm a reading of 186 mg/dl was received and device only displayed a result of 164 mg/dl at 12:33pm on the same day. A request was made for the return of the suspect device and replacement product was sent.